Event description:
The manufacturer sales rep from the user facility reported that the device turns on after it's been turned off (unintended activation) during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.